Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: d9, d4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Event description:
It was reported that during a diagnostic colonoscopy, there was leaking at the switches. It was noted that it contributed to a 30 minute or greater procedure delay; the procedure was then completed with a similar back up device. There was no report of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00090. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.